Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse cleaned the z axes rods for the sample nozzle and the syringes. The fse ran precision and controls. All results were within acceptable range. All errors cleared and the g8 instrument was operational. No further actions were required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2018, which included data from 27 may 2017 through 27 june 2018. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting is as follows: 101 pressure low the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause for the reported event was the sample needle guide rod was dirty.

Event description:
A customer reported error 101 pressure low on the g8 instrument. The customer replaced the reagents and primed the wash. The customer performed three drain flushes and replaced the sample probe. The customer also replaced the filter and rebooted the g8 instrument. The pressure increased but the g8 displayed all zeros and low areas. The customer is unable to run patient samples on hba1c. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.